Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the wearable failed at 12:00am. At 1:00am, the patient experienced vomiting, nausea, and dehydration. The patient was given an insulin bolus and was brought to the hospital. When a fingerstick was taken the blood glucose reading was 600 mg/dl. The patient experienced diabetic ketoacidosis. The patient was transferred to the picu (pediatric intensive care unit) and was treated with intravenous fluids. The patient was discharged the next day. At the time of the report the patient was stable. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional event or patient information is available.